Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrointestinal. According to the reporter: at the time of initial fire, the staples already fired on the tissue got torn loose once the knife ran for dissecting the tissue, and the stapled line became open. The tissue was resected additionally and another device was used to continue the procedure. The stomach the physician was working on was ulcerous and solid. Procedure: proximal pancreaticoduodenectomy. Operating time extended: less than 30 min. Tissue damage: yes. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.